Manufacturer narrative:
Fujifilm corporation conducted the root cause investigation that was concluded on (B)(6) 2022. During the investigation, it was identified that high-frequency devices were used with and without visualizing the proximal end of the wire on the endoscope monitor. As a result, the wire came in contact with the distal end metal part of the endoscope, causing a high-frequency current to flow through the distal end metal part. A burn can occur if the energized distal end metal part comes into contact with the mucosa. The relevant warnings are included in the IFU of ed-580xt and it is probable that user did not comply with these warnings. Unlike high-frequency devices, the distal end metal part has a large area, so it does not cut deeply and only superficial mucosal burns may occur. None of the seven (7) burns reported by fujifilm were serious injuries. Therefore, fujifilm believes that it will not lead to a serious injury.

Manufacturer narrative:
Fujifilm is performing additional investigation to determine the root cause. A supplemental report will be submitted pending results of the investigation.

Event description:
On (B)(6) 2021 fujifilm corporation was informed of an incident that occurred during an ercp procedure. Doctor was performing an ercp procedure for biliary stone removal. Cannulation of the common bile duct (cbd) and sphincterotomy were performed without issue. After completing the sphincterotomy with a boston scientific true tome 44 sphinctertome, a cautery effect or minor mucosal burn was noticed on mucosal to the left of the major papilla. The procedure was completed without any further difficulties. There is no death associated with event.

Manufacturer narrative:
This supplement is being submitted to FDA as a result of fujifilm corporation's commitment to perform a retrospective review of all mdrs submitted between (B)(6) 2021 and (B)(6) 2023, due to FDA 483 observations issued to fujifilm corporation on (B)(6) 2023. This supplement includes missing or incorrect information in the original MDR filing, and previous supplements where applicable.